Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, a 'system error 322' was observed. The cause was identified to be the out of adjustment lower link which requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.